Manufacturer narrative:
(B)(4). Retainer ring = missing. Customer returned pump for alleged cosmetic damage located at the missing retainer ring, insulin flow blocked found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test, self test, rewind test, prime/seating test or verify insulin flow blocked due to missing retainer ring. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found no insulin flow blocked, no delivery alarm on event date (B)(6) 2021. Pump was cut open to perform visual inspection and found moisture damage motor assembly and force sensor. The force sensor offset measured within spec range during testing (24.2 mv). The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window cover, missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, cracked case corner of belt clip rail. Unable to confirm insulin flow blocked, no delivery alarm due to missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.